Event description:
It was reported that the insulin pump alarmed button error after the customer tried to deliver a bolus. Also, the numbers kept ramping on their own while the customer was trying to deliver a bolus. The customer stated that they took the battery out thinking that it would clear the alarm. The customer's blood glucose was 207 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, scratched display window, and shifted end cap sticker.